Manufacturer narrative:
No further information was provided. As supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was explanted due to a routine transplant on (B)(6) 2022. Additional information was received that the patient was elevated on the transplant list secondary to bacteremia. The infection had an onset of (B)(6) 2022, and the patient exhibited symptoms of fever and malaise. No driveline drainage was noted. The device operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: 4846 bacteremia. Manufacturer's investigation conclusion: a specific cause for the reported bacteremia could not be conclusively determined through this evaluation. Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , was returned with the pump cable severed approximately 8¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. An additional layer of non-abbott manufactured graft material was observed to be sutured over a distal section of the returned sealed outflow graft. The mini apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.